Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 33891 was returned and analyzed. Visual inspection of the balloon catheter showed the push button luer was broken and leaking. Smart chip verification showed that the catheter was used for 7 injections. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the return product inspection due to a push button luer broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer lock was broken. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.